Event description:
Received call from operating room that surgeon tried to use the sidekick needle to implant coaptite but needle kept blocking. Three different needles were used from 2 different lots. The cn in operating room stated he watched the process with the last needle. With the needles you could see the flow of coaptite push through the needle but would stop shortly after starting. He stated that this happens sometimes however this was worse than usual. The syringe was removed from the needle and flushed normally out the tip of the syringe but when hooked back up to the needle it would not flush. Pt was admitted through day surgery and was discharged home the same day with no known side effects at the time. Unable to complete the procedure completely the pt will have to return for the procedure to be completed in the near future. Info disclosed to the pt/family by md. Lot# 1033231 there were 2 needles used and lot # 1031036 there was one needle used.